Event description:
Reportedly, during a pacemake replacement, the leads implanted in 2018 (from competitor) have been tested with the psa and the values were correct in unipolar and bipolar. Once the new pacemaker was connected to right ventricular and the atrial lead, intermittent right ventricular capture was noticed (pre-adjusted output to max value because of no intrinsic rhythm). Aftwarewards, no ventricular pacing with asystole for several seconds was noted. The leads have been reconnected to the old pacemaker and no pacing issue was observed. New tests with the psa were performed and no abnormality was found.

Manufacturer narrative:
The conclusions are as follows: - the electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - the ventricular setscrew was found completely screwed and visible from the port. It was probably screwed before the lead was correctly inserted and was not unscrewed before the ventricular lead was removed. This could have led to a misconnection and could explain the ventricular capture failure described in the complaint (first hypothesis). - in addition, blood residue was observed inside the ventricular connector. This blood infiltration may have been incurred through repetitive insertion and removal of the associated screwdriver. Considering that the return analysis confirmed proper electrical function of the device, the cause of the reported electrical issues could be attributable to this fluid infiltration (second hypothesis). - based on the available data, no issue is suspected on the subject pacemaker. Please refer to the attached analysis report.

Event description:
Reportedly, during a pacemake replacement, the leads implanted in 2018 (from competitor) have been tested with the psa and the values were correct in unipolar and bipolar. Once the new pacemaker was connected to right ventricular and the atrial lead, intermittent right ventricular capture was noticed (pre-adjusted output to max value because of no intrinsic rhythm). Aftwarewards, no ventricular pacing with asystole for several seconds was noted. The leads have been reconnected to the old pacemaker and no pacing issue was observed. New tests with the psa were performed and no abnormality was found.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.